Event description:
A peritoneal dialysis (pd) patient contact called fresenius technical support to report the liberty select cycler touch screen went blank during drain 3 of 5 of treatment. Patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted and the ok and stop keys lit up, but the screen remained blank. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Correction: h6 component code.

Event description:
A peritoneal dialysis (pd) patient contact called fresenius technical support to report the liberty select cycler touch screen went blank during drain 3 of 5 of treatment. Patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted and the ok and stop keys lit up, but the screen remained blank. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the inverter board had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record showed the front panel assembly was replaced per production problem report on (B)(6) 2021. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contact called fresenius technical support to report the liberty select cycler touch screen went blank during drain 3 of 5 of treatment. Patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted and the ok and stop keys lit up, but the screen remained blank. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. Additional information was requested but was not received to date.